Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm epic plus supra valve was successfully implanted without issue. Intraoperative echo preformed revealed moderate aortic insufficiency from the device. The patient was placed back on bypass, the valve removed, and replaced with a 23 mm epic plus supra valve to resolve the event. There was no clear cause for the moderate aortic insufficiency. The procedure was extended longer than is clinically significant, however the patient remained hemodynamically stable throughout. The patient is stable and is recovering. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of moderate aortic insufficiency was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6. Medical device problem code: 2507 incomplete coaptation replaced 3190 insufficient information